Manufacturer narrative:
(B)(4). Date sent: 12/20/2023. D4: batch # unk. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the fp015 device was returned inside it's original packaging unopened. Upon visual inspection, a sleeve of 20mm was observed to be inside the package of 15mm sleeve. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot a9c73v number, and no non-conformances were identified.

Event description:
It was reported that during the vats procedure, the trocar did not fit the sleeve. They were 15 millimeter trocars. The black sleeve is a 20 millimeter. No patient consequences.